Event description:
Allegedly, the following occurred: there was stool near the surgical site suggesting anastomic leak. Reoperation required. States gia stapler used for intial surgery and no other device information available.